Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause of the iipv event was determined to be due to one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 21:24:02. During night drain cycle three, the patient's ultrafiltration reading was 1294ml, indicating the home patient drained 1294ml more than their maximum programmed fill volume of 1900ml. No additional information available.